Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 events were reported for this quarter. 1 device was available for evaluation but has not yet been received. 2 devices were not available to stryker for evaluation. 1 device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device reportedly overheated. There was no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 previously reported events are included in this follow-up record.   Product return status: 2 devices were not available to stryker for evaluation.      2 devices were not labeled for single-use. 2 devices were not reprocessed and reused. Device not returned.